Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 8 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and high gradients of the bioprosthetic valve. The patient was reported to be stable after a successful valve implant.